Event description:
New information received stated that in addition to unspecified damage of the right ventricular (rv) lead there was also an additional right atrial (ra) lead that had unspecified damage and was explanted and replaced during the same procedure.

Event description:
New information received notes that there was a material breakdown of the lead.

Event description:
It was reported that there was an event of right ventricular (rv) lead noise. The right ventricular (rv) lead was successfully explanted and replaced. The patient was noted as stable.

Manufacturer narrative:
The reported events of noise on the right ventricular (rv) lead and lead break were confirmed. The device was received for analysis. The device was received in seven pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impression. The cause of the reported events was isolated to the external insulation abrasion breaching the outer insulation and the exposure of the outer coil in the abrasion zone consistent with friction to the device can. No other anomalies were detected.